Event description:
Patient reported right side "contracture grade 3" and "breast [implant] recall." Device was explanted. Patient reported "discreet collection of right peri implant liquid" , " right implant posterior seal is in the super-lateral position ", and "radial folds."

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side "contracture grade 3" and "breast [implant] recall." Device remains implanted.